Manufacturer narrative:
(B)(4) - insufficient drive of disposable. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the device would not change speeds, this was due to a defective motor.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, the device wasn not driving the disposable as expected. The device would run slow and make a grinding noise and handpiece pulsated. The procedure was completed with the same device. There were no adverse patient consequences.

Manufacturer narrative:
In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.